Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse replaced ise buffer syringe case and cleaned ise module and drains, but issue was not resolved. The fse then replaced ise sample probe, ise mix motor, ise sample pot, buffer valves, solenoid valves and photometry print circuit board. However, ise controls continued to fail. Fse replaced reference electrodes with fresh reagents and issue was resolved. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of four (4) negative anion gap results on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.